Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device (right)") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (3), parity 3 ((B)(6) 2006,(B)(6) 2011, (B)(6) 2013), vaginal delivery (2), abdominoplasty, augmentation mammoplasty and cesarean section. Previously administered products included for an unreported indication: diflucan, clindamycin and bactrium. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove essure) and surgery (bilateral salpingectomy on (B)(6) 2014, surgical removal of coil(s) (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: removal date provided as (B)(6) 2014. Findings: the essure device was readily identified in the left fallopian tube, but not identified within the right fallopian tube. The essure device was not readily identified within the intrauterine cavity. She did not allege that essure caused birth defects. As per medical records, patient was gravida 3 and para 2 at the moment of the delivery date ((B)(6) 2014) via cesarean section. Information is discrepant from what was reported by the patient which reported delivery date as (B)(6) 2013 and cesarean section as medical history. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device dislocation and pregnancy with contraceptive. Most recent follow-up information incorporated above includes: on 7-jun-2018: medical records received. Added new reporter and case became medically confirmed. Updated pregnancy information and as reported event for "device dislocation". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device (right)") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient (gravida 3, para 3) who had essure (batch no. 810889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude fallopian tube(s)". The patient's past medical history included gravida ii, parity 2 (B)(6) 2006,(B)(6) 2011), vaginal delivery (2), abdominoplasty and augmentation mammoplasty. Previously administered products included for an unreported indication: diflucan, clindamycin and bactrium. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash papular ("bumps throughout body"). In 2012, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), urticaria ("allergic urticaria (hives)") and urinary incontinence ("urinary incontinence"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), rash ("rashes / rash on abdomen"), abdominal pain upper ("abdominal pain upper") and back pain ("back pain, lower right side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal of foreign body at proximal end of fallopian tube) and surgery (bilateral salpingectomy on (B)(6) 2014, surgical removal of coil(s) (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain upper, back pain, rash papular and urinary incontinence outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain upper, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, rash papular, urinary incontinence, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: findings: the essure device was readily identified in the left fallopian tube, but not identified within the right fallopian tube. The essure device was not readily identified within the intrauterine cavity. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure coil on right side. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. X-ray - on an unknown date: essure coil on right side. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device dislocation , pregnancy with contraceptive, urticaria, back pain, pelvic pain, menorrhagia, dysmenorrhoea, fatigue, abdominal pain, headache. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet and medical records. Added new reporters. Added relevant lab data. Updated previous pregnancies history. Added new events urticaria, rash papular,urinary incontinence. Updated onset date for vaginal haemorrhage , menorrhagia , migraine , headache, nausea, dysmenorrhoea , dyspareunia, pelvic pain, vaginal discharge, fatigue, alopecia. Updated event "abdominal pain" to "abdominal pain upper." Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 3 (B)(6) 2006,(B)(6) 2011,(B)(6) 2013), caesarean section, abdominoplasty and augmentation mammoplasty. Previously administered products included for an unreported indication: diflucan, clindamycin and bactrium. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure) and surgery (bilateral salpingectomy, surgical removal of coil(s))). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: removal date provided as (B)(6) 2014. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "pregnancy (no complications), device ineffective, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rashes, migraines, headaches, migration of essure device, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, cramping, abdominal pain, back pain", lot number, reporter, concomittant and historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Respective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device (right)") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient (gravida 3, para 3) who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude fallopian tube(s)". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2006, (B)(6) 2011), vaginal delivery (2), abdominoplasty and augmentation mammoplasty. Previously administered products included for an unreported indication: diflucan, clindamycin and bactrium. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash papular ("bumps throughout body"). In 2012, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), urticaria ("allergic urticaria (hives)") and urinary incontinence ("urinary incontinence"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), rash ("rashes / rash on abdomen/"), abdominal pain upper ("abdominal pain upper") and back pain ("back pain, lower right side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal of foreign body at proximal end of fallopian tube) and surgery (bilateral salpingectomy on (B)(6) 2014, surgical removal of coil(s) (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain upper, back pain, urticaria, rash papular and urinary incontinence outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain upper, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, rash papular, urinary incontinence, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: findings: the essure device was readily identified in the left fallopian tube, but not identified within the right fallopian tube. The essure device was not readily identified within the intrauterine cavity. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure coil on right side. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. X-ray - on an unknown date: essure coil on right side. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation, pregnancy with contraceptive, urticaria, back pain, pelvic pain, menorrhagia, dysmenorrhoea, fatigue, abdominal pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.